Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that upon powering on their device, it will not complete the boot-up process. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. H3 other text : device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that upon powering on their device, it will not complete the boot-up process. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported issue.